Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked at transfer guard during filling. The customer¿s blood glucose level was 143 mg/dl. Customer stated they had problem at top of reservoir during fill and was broken off while twisting to disconnect from vial. The customer was assisted with troubleshooting. Customer stated that insulin did leak at reservoir snap cap. The insulin pump will be returned for analysis.